Event description:
It is reported that the patient stated that they were told the implants have slipped. Patient has a temporary spacer for infection.

Manufacturer narrative:
Evaluation summary: the information provided has been reviewed. The patient was reported as having degenerative joint disease of the left hip with significant arthritic change to the femur and acetabulum. The surgical report provides a description of the original implantation. The post operative report indicates no fracture or osseous lesions were seen immediately post-op. These components remained in-vivo for 20 months and 13 days at which time they were explanted. The reason for revision is currently unclear. Some communications suggest an ab spacer has been implanted into the patient to fight an infection, however, cultures had not confirmed an infection. At this time no definitive cause analysis can be completed with certainty without additional information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.